Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination found multiple kinking on the hypotube shaft. The hypotube was broken at 1064mm from the hypotube/midshaft bond. The proximal section of hypotube (including the hub and catheter strain relief) were not returned for analysis. A visual and tactile examination noted that the outer shaft was detached at approximately 90mm distal to the guidewire exit port. The outer was stretched for a distance of 18mm from the outer shaft detach. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 22mm x 3.50mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified vessel. After a guidewire was advanced to cross the lesion, a 2.5x8mm balloon catheter was advanced to predilate the lesion. Subsequently, a 3.00x28mm promus element ¿ drug eluting stent was advanced to treat the lesion. After 10 to 15 minutes of negotiating the stent, the promus element ¿ stent was eventually deployed. However, as cine was taken from various angles, the physician noted edge dissection secondary to the implantation of the stent. Another 3.00x28mm promus element ¿ drug luting stent was hen advanced to overcome the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 22mm x 3.50mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified vessel. After a guidewire was advanced to cross the lesion, a 2.5x8mm balloon catheter was advanced to predilate the lesion. Subsequently, a 3.00x28mm promus element drug eluting stent was advanced to treat the lesion. After 10 to 15 minutes of negotiating the stent, the promus element stent was eventually deployed. However, as cine was taken from various angles, the physician noted edge dissection secondary to the implantation of the stent. Another 3.00x28mm promus element drug luting stent was hen advanced to overcome the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.